Manufacturer narrative:
Correction to regulatory report #3004209178-2024-14460. Nds1003 added fdd a26 added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated they had revisions in the past for the stimulator. Confirmed lead revision was in 2014 and the 2013 stimulator "had blood in it". Agent documented historic information provided by the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: lead; product ID: neu unknown lead (serial: unknown), product type: 0200-lead. Brand name: lead, product ID: neu unknown lead (serial: unknown), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.